Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed. The patient presented to the emergency room on (B)(6)2024 with dark stools and overall weakness. The patient received no inpatient diagnostic testing, but outpatient follow up with endoscopy was recommended. The patient's hemoglobin and hematocrit were stable per labs. The patient's international normalized ratio (inr) was supratherapeutic upon admission at 9.3. The patient was treated with vitamin k which resolved the symptoms once the inr was therapeutic inpatient. The patient's inr goal was 1.8 to 2.2. The patient was discharged home after symptoms resolved on (B)(6)2024. The patient was continuously monitored outpatient on an ongoing basis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.